Event description:
During surgery it was discovered that the implant in the box was the wrong size. No adverse affect on patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.